Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was unconfirmed because the problem could not be reproduced. The product returned for evaluation was one 4fr sl powerpicc solo catheter. A functional flow test was conducted using water and a 12ml syringe. During testing, it was determined that the sample did not leak when flushed and aspirated as intended. The catheter was microscopically inspected but no remarkable features were observed. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that leaking clear yellow liquid to PICC insertion site. Dressing saturated. Inserted (B)(6) 2025, to 41 cm. No signs and symptoms of infection to PICC site. No redness to insertion site. Prior to removal chest xray completed to confirm placement. PICC removed in ER (B)(6) 2025. PICC intact with no visible kinks or defects. Complainant could not determine if the yellow liquid was infuscate or biological material. Blood cultures were not drawn. During the ER presentation a new catheter was not inserted. Patient was actively receiving chemotherapy via the PICC and it is unknown if the PICC removal caused a delay in treatment.